Event description:
In 1999 pt. Required emergency surgery to replace the hardware in pt's leg that had been implanted 10 plus years earlier. It was reported that x-rays revealed a "fracture of the right midshaft femur" of which required "open reduction internal fixation of right femur with tension band plate." In 2000, pt. Complained of pain and discomfort in the leg and knee. It was reported that the x-rays of the right femur revealed "breakage of plate", pt. Was admitted for "failure of the internal fixation of right femur". Revision surgery was performed and again using a dall miles system, alta plates, osteonicis screws.